Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 54-year-old male patient with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the pump¿s purge flows dropped immediately from 11 ml/hr to less than 1.0 ml/hr with a purge system blocked alarm. The team attempted to administer tpa to the pump with a push dose in a 3cc syringe. The purge system then cracked somewhere near the reservoir, with purge flows increasing to 30 ml/hr. The device developed a leak around the crack and a purge pressure low alarm appeared. The ccu team removed the broken purge reservoir and filter system and replaced it with an IV filter with a needle inserted into the purge line. Tissue plasminogen activator (tpa) was utilized for high purge pressure to mitigate the impact of biomaterial within the motor, and there was no impact on the patient. The patient survived to explant.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was most likely due to biomaterial based on returned product analysis and reproduction testing, however, the mechanism of entry of the biomaterial in the pump could not be confirmed as no data logs were returned for evaluation. The cause of the product damage - purge system crack, could not be determined as limited clinical details were provided and insufficient product returned to evaluate damage of purge sidearm. The cause of the sidearm fluid leak / purge pressure low could not be determined as no pump sidearm was returned for evaluation and limited clinical details were provided.